Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, metal sensitivity, fluid build up and difficulty ambulating.

Manufacturer narrative:
Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2628731. A search of the complaint database search finds one additional reported incident against lot code 2598883 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Puy still considers this investigation closed at this time. (B)(4).

Event description:
Update 11/25/2015- pfs and medical records received. After review of the medical records for MDR reportability. There was no report of metal sensitivity reaction or fluid build up within the medical records reviewed. There is no new additional information that would affect the existing investigation. The complaint was updated on: dec 14, 2015. Right tha , spinal fusion, fall on left hip 2008, cervical spine disease, mitral valve prolapse with flutter, anterior cervical neck decompression, degenerative joint disease, varicose veins, bilateral lower extremity edema, gerd, sleep apnea, chronic neck pain, menopause, fall with left hip fracture.